Manufacturer narrative:
The infinity acs workstation cc consists of the v500 - the ventilation unit - and the cockpit c500 - the display. For the investigation, the provided logbook was analyzed. Other than initially reported there was no stop of ventilation found. The device was switched off by the user via the main switch on 11/04/2020 after 5:43 am, probably because of the described frozen cockpit. After switching the device off via the main switch the device is designed to start with a warmstart. Therefore, on april 15, 2020 at 12:42 p.m., the device was switched on and started with a warmstart as designed. A persistent solid-state disk (ssd) error is assumed to be the cause of the frozen cockpit. In case the solid state disc is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, in which the user can see the ongoing ventilation the solid-state disk (ssd) has been replaced and the device has been tested successfully. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that when operating the touchscreen, it froze and the ventilation stopped. The ventilator was replaced. No injury was reported.